Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported an event where occlusion issue occured with the infusion set site. The customer didn't experience frequent and/or recurring infusion set issues. The customer resolved their issue by changing soft cannula infusion set only and resumed insulin. No further information available.